Event description:
An accustick was used for therapeutic purposes. During the procedure, the radiopaque marker broke off inside of the patient's bladder. The marker was removed with a 3 mm balloon. There are no immediate plans to remove additional smaller fragments unless patient starts to feel discomfort as physician feels that they should pass by natural means.